Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was stated that the customer's weight was not known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose of unknown. The customer did not provide details regarding symptoms of their high blood glucose episodes. Troubleshooting was not performed for low blood glucose level. The insulin pump will not be returned for analysis.